Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the infection has cleared.

Manufacturer narrative:
H6 - health effect - impact code: 4645 should have been 4644. (Correction).

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2021-14611, 1627487-2021-14613, 1627487-2021-14614. It was reported that the patient had developed an infection at the anchor site, and cultures taken revealed trace amounts of (B)(6). As a result, the infection site was opened, washed, and closed on an unknown date (estimated (B)(6) 2021). The patient was treated with oral antibiotics, IV antibiotics, and an I&d, with powdered vancomycin placed in the wound. The patients condition is improving.